Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed sores and a skin irritation under the ucor ams patch. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove and return the lifevest. Outcome of the skin irritation is unknown.